Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics .unable to verify the button anomaly due to the blank display.

Event description:
The customer called to report moisture inside the insulin pump and the buttons not responding. Nothing further was reported.